Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator change out, the chronic atrial lead could not be removed due to the set screw being stuck. A new atrial lead was placed and could not be tested with different programmers as there was consistent interference observed. A new lead was placed with no issue. The patient was stable. Related manufacturer reference number: 2017865-2020-00638.

Manufacturer narrative:
Analysis was normal. No anomalies were found.